Event description:
Customer reports that, the strip vial has the expiration date 2/29/07 printed on the vial. Manufacturer has the expiration date as 2/29/04. No injuries reported. Requested return of suspect vial and replacement was sent.